Event description:
On 04/05/2010, the caller stated that they had an 8dct whose inner cannula could not clip to the hub. The caller stated that the issue was noticed on (B) (6) 2010, and there was no injury to the pt. The caller could not provide anymore detailed info concerning the failure, and did not know how long the tube had been in use or if the pt is still using the original outer cannula. The caller did not know if re cannulation was required. The caller did not know if the pt is on a ventilator, and there is no lot number or expiration date available. During a follow-up conversation with the caller on (B) (6) 2010, she stated she still did not know if the pt had been re-cannulated and would call back if she obtains add'l info.